Manufacturer narrative:
(B)(4). The product is requested to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this device exhibited premature battery depletion (pbd). The device was explanted. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Additional information was received that the device was discarded and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.